Event description:
It was reported that, approximately one month after the implant procedure, the implantable cardiac monitor (icm) detected a false pause episode due to varying r wave amplitude and deflections. The device remains in use. No patient complications have been reported as a result of this event.